Manufacturer narrative:
Conclusion: order replacement litter top to drop ship to customer.

Event description:
It was reported via report work order that the right side rail on stretcher will not latch. The right latch spindle weld is broken and the latch spindle is detached from litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.